Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 (mg/dl). Customer delivered injections to treat bg levels. Due to customer being in the process of changing pump supplies at the time the event was reported, troubleshooting with tandem technical support was unable to be performed. Recommendation was made for customer to contact tandem technical support for troubleshooting should elevated bg levels recur. Customer acknowledged.